Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken. Unable to confirm if customer received the sensor in said condition due to the customer returned the sensor opened and used. 1 remaining sensor performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The customer ran the test plug procedure and the test passed. The sensor will be returned for analysis.